Event description:
On 4/9/97 the patient's mother discovered a "foreign object" in her daughter's IV tubing. The patient's nurse was notified along with the nurse manager for the unit immediately. At this point the IV fluid, IV tubing and IV site were removed and saved, after careful inspection new ones were hung. Pharmacy and risk management were also notified. All lots of the IV fluids were then removed from stock.